Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator was alarming and the device failed a step during testing. The device was not in patient use.